Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.2 was not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 was not detected on the bus. A field service engineer (fse) found that half height main drawer 5.2 had failed due to a seized solenoid, which caused the drawer failure. The engineer replaced the solenoid, plunger, retractor, rear console board, central drawer controller, and row board cable. The drawer responded successfully in hta mode, and a final test was performed. The customer confirmed and verified the recovery of main half height sub drawer 5.2 and was able to complete inventory. The system functioned as intended after the field service engineer repaired the device.